Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the tech processor printed circuit board and reloaded the workstation software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would boot up to twenty arrows and hang up. No pt injury was reported.